Manufacturer narrative:
Inulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with pcba1. (B)(4).

Event description:
Information received by medtronic indicated the customer had a replace battery alert/replace battery now alarm. It was reported that the customer received a low battery alert less than 8 hours prior to the replace battery now alarm. The customer reported that the battery was not previously used. Customer stated that battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.